Manufacturer narrative:
Additional information: the field service engineer (fse) moved the assays to the inner cuvette ring, increased the sample probe downstroke, and tightened the sample probe connections and further resolved the issue. The instrument was in operation.

Manufacturer narrative:
On (B)(4) 2012, the field service engineer (fse) replaced the outer ring sample probe inner wash valve and a worn r11 syringe. The fse adjusted the height and rotation position of the sample arm to within required specification. On (B)(4) 2012, the fse replaced s1 & s2 sample tubing, primed and completed calibration and quality control (qc) within specification. On (B)(4) 2012, the fse noted short sample alarms generated on qc samples in hanging cups. The fse increased maximum sample probe downstroke by 20 pulses and tested system operation in diagnostics. The fse noted the sample probe connections were slightly loose after maintenance and tightened the connections. The raw data indicates a lack of sample due to the p0 values being consistent on normal and incorrect result. The fse monitored the analyzer throughout the day and no low fliers were evident. On (B)(4) 2012, the fse verified the sample arm alignment was acceptable. The fse replaced the sample arm reflector plate with a larger size plate. The fse confirmed that the erratic results originated from the primary tubes more frequently than the nested cup samples. At this time, a definitive cause of the event is unknown. This medwatch report is related to MDR 2050012-2012-01970.

Event description:
The affiliate reported the customer alleged erratic albumin and calcium results, for one patient, involving the au2700 chemistry analyzer. The albumin and calcium fliers showed lower than expected results and upon reanalysis, on the same analyzer, the results appeared satisfactory. The laboratory is made aware with regard to albumin and total protein ratio and when patient samples are held for validating. There were no system error codes or flags except for the g flag, which is for lower than the dynamic range. The erratic results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated there was no issue with calibration or quality control (qc) recovery. All recoveries were acceptable. Beckman coulter field service engineer (fse) evaluated the instrument at the customer's facility.